Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on strip lot 373678a meets release criteria. The product performed as expected. A review of the manufacturing records for the lot did not uncover any non-conformances. The lot meets release specification. The results are not considered discrepant within the context of the documented variability for inr testing. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Manufacturer narrative:
Investigation pending.

Event description:
The caller alleged a variance between inratio inr result and the lab inr result. The results were as follows: 11/10: lab= 2.0, inratio= 2.5. Patient self tester's therapeutic range is: 2.5-3.5.